Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The procedure was a vein graft in the heart (svg). The visi-pro stent became stuck at the ostium and came off of the balloon. The stent was retrieved via a snare and the case was aborted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.evaluation of the returned device found only the visi-pro stent was received for investigation. The stent was in non-expanded profile, but exhibited biological residue.